Manufacturer narrative:
The customer reported that she was using the elvie stride and after a pumping session her nipple was cut and bleeding and milk went in to the tube. The customer care expert (cce) advised that the customer refrain from using the product and that they seek advice from a medical professional. As per the IFU we do not recommend washing the tubes since this is a non-washable parts and therefore the customer was offered a replacement part. In order to further investigate the issue the customer was asked to provide further information including to confirm whether there was blood in the milk or if the blood is coming from a cut or laceration and if it were the latter to confirm the location of the cut, for example, is it on the tip, base of the nipple, areola or breast? And in what position? E.g. 12 o'clock, 2 o'clock etc. The cce also asked for confirmation as to whether there was damage to the breast shields or the other components of the pump, such as are there any sharp edges that may have caused the bleeding? To date the customer has not responded to requests for this further information which have been sent by the customer care team on the 20th, 23rd and 29th december. If any further information is received, which further supports the investigation, a follow up report will be sent.

Event description:
Customer reported 13 december 2023 from (B)(6) that the elvie stride caused her nipple to bleed and milk entered the tube. The customer confirmed that she was exclusively pumping and that she varies the intensity setting when using the stride. In the session that she believed caused her a cut nipple, she was using intensity level 7. It was also confirmed with the customer that she was measured as a 19mm breast shield; she was wearing a 21mm breast shield as she originally used nipple cushions, which she no longer uses. Customer has not confirmed whether she was seen by a healthcare professional or whether medical intervention was required. It is therefore unlikely that the event caused a serious injury, however, this will be reported as a precautionary measure.